Event description:
Boston scientific received information that this device with non-boston scientific right ventricular lead displayed a high out of range shock impedance measurement after the initial connection. In addition, the pace/sense electrogram displayed noise. The lead was removed and reconnected resolving the issue and resulting in normal measurements and no further noise. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.